Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device remains implanted. Clinician reported that the patient has been lost to follow-up for several years and was unable to interrogate the device today. Further troubleshooting steps to be performed. Clinician was advised that this device is part of the advisory population. No adverse patient events reported. Should additional information become available, it will be added to this file.